Event description:
The reporter stated that their dog experienced multiple events involving three separate freestyle libre 3 sensors on march 26, march 27, and april 13. The reporter indicated that the sensors were providing falsely low glucose readings. As a result of these inaccurate readings, the dog was believed to be hypoglycemic when, in fact, the dog was experiencing hyperglycemia. The reporter described clinical signs consistent with hyperglycemia, including excessive urination with puddles observed on the floor and increased water consumption. The dog was taken to a veterinarian, where blood glucose was measured at over 404 mg/dl. The reporter further stated that the dog developed diabetic ketoacidosis (dka). Pt: 1905. Device: 2460. Ref: mw5186885, mw5186886.